Event description:
Ems crew attempted to defibrillate pt in cardiac arrest and the multi-function pads did not work. Crew switched to a second set of pads which worked appropriately. The multi-function pads came from one of the following lot numbers since they were both opened on scene during a cardiac arrest. Lot number 225134x or 308158x. Delay of less than a minute for shock to be delivered due to 2 minutes of CPR being performed due to unk down time of pt before defibrillation was or would be attempted.